Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: customer returned (62) 0.3ml 30ga 8mm syringes loose. Customer stated that water droplets came out of the needle when deflating the air. The 30 return samples were tested by pushing the plunger and observed no droplet of material came out of the cannula for all the syringes. Therefore, embecta was not able to confirm the customer indicated issue. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred 63 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about water droplets getting into the syringe. Accoring to the user's report, something like water droplets came out of the needle when deflating the air.

Manufacturer narrative:
Expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. This occurred 63 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about water droplets getting into the syringe. According to the user's report, something like water droplets came out of the needle when deflating the air.